Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 1l80. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that one patient generated a false non-reactive result with the architect (B)(6) assay. This patient was last tested for a pre-operation screening and had generated a weak reactive result with the axsym (B)(6) assay ((B)(6) 2008) that was confirmed. The present sample was tested twice with the architect (B)(6) assay and generated non-reactive results of 0.02 and 0.00 iu/ml. Testing for anti-(B)(6) was negative. All controls have tested within specifications. Discussions were held within the department and it was decided that a result of "negative" would be reported from the lab. There is no impact to patient management reported.